Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a"vad stop'. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Ni. It was reported that during exit wound dressing change, the wife of the patient accidently cut the driveline approximately ten inches from the exit site. Five of the six wires were completely severed, causing a pump stop of approximately three hours. Patient was transported to the hospital and a local engineer reconnected the severed wires to get the pump operational. No additional information available.

Manufacturer narrative:
After further review of additional information received sections g4, g7, h2, h3 h6 and h10 have been updated accordingly. The driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via on-site visual inspection and log file analysis. On-site inspection of the driveline cable revealed that 5 of the 6 wires were completely severed; a splice repair procedure was conducted to mitigate the conditions reported. Log file analysis revealed 2 electrical fault alarms, 1 vad stopped alarm and 1 vad disconnect alarm were logged on june 30, 2016 which correlates with the reported driveline wire damage. The most likely root cause of the driveline wire damage can be attributed to the accidental cut introduced by the patient's wife as mentioned in the event details which led to an electrical short in the driveline or driveline connector triggering electrical fault and vad stop events. The most likely root cause of the driveline wire damage can be attributed to the accidental cut introduced by the patient's wife as mentioned in the event details which led to an electrical short in the driveline or driveline connector triggering electrical fault and vad stop events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.